Event description:
The complainant reported that the physician was performing a percutaneous radiofrequency ablation (rfa) procedure of the liver of a male patient (age and weight unknown). A 4cm coaccess electrode needle was used on a 4cm sized tumor. The ablation was performed according to the directions for use with an ablation time of 30 minutes and maximum power of 180w. During the ablation, the pads on the patient's legs were touched by the physician and discovered to be hot. Cooling was performed on the pad surfaces. The ablation was successfully completed at which time it was discovered that blisters had formed under the pads. The complainant indicated that the patient has made a full recovery and has been discharged from the hospital. Please reference previously submitted medwatch report number 6000037-2007-00007, which reported the radiofrequency ablation generator involved in this event. Radiofrequency ablation generator, catalog # 26-220, lot #: unknown.

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture and expiration dates cannot be determined. The complainant reported that the device was discarded subsequent to use; therefore, a device evaluation is not available. The relationship between the suspect device and the reported event is undetermined.